Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement was attempted with four proglide devices, two in the moderately calcified right common femoral artery (rcfa) and two in the moderately calcified left common femoral artery (lcfa) using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with all four proglide devices. A cut down surgery was performed in both the rcfa and lcfa and hemostasis was achieved with surgical suturing . There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.